Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had lost contact with the dobh active directory server which resulted in the login errors observed. A technical support specialist (tss) reviewed the logs and also confirmed that a security group had been deleted causing users to lose access to stations. The tss also confirmed that the hospitals information technology (it) and network team had resolved the server network issue affecting user logins and restored the security group in active directory. The system functioned as intended after the technical support specialist investigated and hit team the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to login to pyxis and shown error message as unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.